Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. However, review of the provided photo confirmed, the reported breakage. Root cause and corrective action are documented in the CAPA system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation, found no evidence suspecting an error in the manufacturing or material, that would be a contributing factor in the reported allegation(s), where the product and lot code was provided. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon inspection of instruments it was noticed that the attune system femoral impactor was cracked, still was in one solid piece no fragments generated. The system impactor handle was also broken the red button which engages the handle was missing and this was noticed prior to the start of the operation.